Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 75% stenotic distal right coronary artery. The physician advanced the 2.5x8mm quantum maverick balloon to the lesion to post dilate a taxus stent. The balloon was inflated several times and then ruptured at 20 atms. The device was removed intact. The procedure was successfully completed with another 2.5x8mm quantum maverick balloon. Patient status is listed as "good".